Event description:
It was reported that the catheter adapter of a peritoneal dialysis (pd) transfer set separated from the silicone tubing. The event was further described as rubber part of transparent t-set was detached. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a separation between the patient adapter and the tubing or bushing assembly. Markings were observed on the tubing indicating the patient adapter was positioned in the tubing. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adapter and the tubing or bushing is a friction fit and not a solvent bond; therefore, a strong tug on the patient adapter or tubing could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.